Manufacturer narrative:
Visual evaluation of the returned device found a slight bend in the snare loop. Functional testing found that the extension and retraction of the loop were within specifications, and the returned device was subjected to an electrical resistance test and was within the specification of 20 ohms (device read at 13.10 ohms). The condition of the device was not consistent with the complaint that cautery did not work; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-04168 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two captiflex polypectomy snares were used during a colonoscopy procedure. According to the complainant, during the procedure, the two captiflex polypectomy snare devices were not able to cauterize. Due to a small amount of blood the tension on the polyp had caused, they used a resolution clip device as a precaution, and ended the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-04168 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two captiflex polypectomy snares were used during a colonoscopy procedure. According to the complainant, during the procedure, the two captiflex polypectomy snare devices were not able to cauterize. Due to a small amount of blood the tension on the polyp had caused, they used a resolution clip device as a precaution, and ended the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.